Manufacturer narrative:
It appeared that the issue reported under manufacturer¿s reference number: (B)(4)(report number: 9710055-2023-00857) is a duplicate of the issue reported under manufacturer¿s reference number: ot888493 (report number: 9710055-2023-00871). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00871). The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 3rd november 2023 getinge became aware of an issue with one of our surgical lights powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, corrosion and paint peeling on spring arm and fork were found. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 8th september 2023 getinge became aware of an issue with one of surgical lights powerled 700. Initially it was determine that the issue from the complaint is not safety and risk related. Then on 3rd november 2023 further information was provided by getinge technician following the visit at the customer site and device evaluation. As it was stated corrosion and paint peeling were found on spring arm and fork and also underside cover was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. The initial reporter was getinge technician.

Event description:
On 8th september 2023 getinge became aware of an issue with one of surgical lights ¿ powerled 700. Initially it was determine that the issue from the complaint is not safety and risk related. Then on 3rd november 2023 further information was provided by getinge technician following the visit at the customer site and device evaluation. As it was stated corrosion and paint peeling were found on spring arm and fork and also underside cover was cracked with missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name: (B)(6) hospital. H3 other text : device not returned to manufacturer.

Event description:
On 3rd november 2023 getinge became aware of an issue with one of our surgical lights ¿ powerled 700. As it was stated, upon the preventive maintenance activities being performed on the device, corrosion and paint peeling on spring arm and fork were found. There was no injury reported, however, we decided to report the issue in abundance of caution as any paint or rust particles falling off into sterile field or during procedure may cause contamination.